Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on available information, the reported tissue injury was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal damage. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve; however a reduction in mr could not be achieved. The decision was made to try a different clip size therefore the leaflets were ungrasped and the cds was retracted and removed. Following removal of the cds a new mobile chordae was seen and it was felt that damage to the chordae occurred with retraction of the cds into the left atrium. The procedure continued with the placement of 3 mitraclips with a reduction in mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.